Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2012 and suture was used to close the breast bone. The needle easily detached from the suture while the surgeon was making the knots. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2012-00797, 2210968-2012-00798 and 2210968-2012-00799. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for needle pull tensile strength and they met the requirements.